Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to "low" reading on cgm. Customer consumed carbohydrates to address low bg. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.